Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient lost stimulation. The nurse practitioner reported observing high impedance on several contacts. The sales representative met with the patient and the doctor and checked the connections. The doctor disconnected the lead from the ipg and took another reading; the lead had normal impedance values. The doctor decided to close the patient without explanting any product. At this time, it is unknown what the next step will be.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.